Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944-58 implantable defibrillation lead, 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient had paroxysmal atrial fibrillation with rapid ventricular response and received inappropriate therapy. The device is still in use. The patient is enrolled in the systems longevity study. No further patient complications have been reported as a result of this event.